Event description:
Probe comes in unsterile sealed package. Package states that the probe should be sterilized with ethylene oxide. Rptr sterilized the product as directed, the sterilizer indicator indicated that sterilization was achieved upon opening the package however, the probe was found to be not sterilized. Rptr called co and was told that she should have taken the probe out of the package and then sterilized it. The product package does not give this direction.